Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp). The fifth sequence of atp accelerated the rhythm into the ventricular fibrillation (vf) zone. Shocks were delivered and therapy was exhausted within the episode. Technical services discussed reprogramming detection enhancements. No additional adverse patient effects were reported. The local area field representative was contacted for additional information. Detection enhancements were reprogrammed to mitigate further inappropriate atp.